Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left internal carotid artery. There was challenging angulation noted. The nav6 embolic protection system (eps) was used. An acculink stent was deployed without issue. An attempt was made to advance the eps retrieval catheter, but the catheter could not be advanced through the acculink stent. The retrieval catheter was removed without issue, and a guideliner micro-catheter was used to retrieve the nav6 filter successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.